Manufacturer narrative:
The product was not returned for evaluation. We are unable to assess if any product condition could have contributed to the patient's infection and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide, model: cat45e/cat45f, 15546-aw rev d 06/2016. Using the pod 5 / page 43: warning: to minimize the possibility of site infection, do not apply a pod without first using aseptic technique. This means to: wash your hands, clean the insulin vial with an alcohol prep swab, clean the infusion site with soap and water and keep sterile materials away from any possible germs. Living with diabetes 9 / page 108: warning: if an infusion site shows signs of infection; immediately remove the pod and apply a new one at a different site. Contact your healthcare provider. Treat the infection according to instructions from your healthcare provider. Inspect the infusion site daily: at least once a day, use the pod¿s viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge or heat. Omnipod insulin management system ¿ user guide, model: cat45e/cat45f, 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98: warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported the patient went to the hospital for an infusion site infection that was itchy. At the hospital the patient had an ultrasound and was diagnosed with an infection (they did not diagnose a specific infection). They did not give her any type of medication except for tylenol. The patient was advised to compress the site and take tylenol if she feels any pain. During the event the patient's blood glucose level was reading 15.9 mmol/l (286.2 mg/dl). The patient treated the hyperglycemia by applying a new pod and delivering corrections. The pod was worn longer than 48 hours on the arm.

Manufacturer narrative:
The received device had the cannula assembly deployed. No evidence was found that would result in an infection occurring at the adhesive site; a root cause could not be determined. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. The product was returned with a different lot number than was reported and noted on the initial MDR. Lot number changed from unavailable to l44751. Expiration date changed from unavailable to 10/13/2020. Device mfg date changed from unavailable to 4/13/2019.